Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('uterus perforation / migration of essure device location of device: ??') And fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital hemorrhage ("general abnormal bleed"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), rash ("rashes or skin conditions type: rashes on stomach"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, genital hemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal hemorrhage, rash, urinary tract disorder, bladder disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital hemorrhage, menorrhagia, pelvic pain, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal hemorrhage and weight decreased to be related to essure (ess205). The reporter commented: patient received treatment for events ¿abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, fallopian tube perforation, uterus perforation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('uterus perforation / migration of essure device location of device: ??') And fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain/chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions type: rashes on stomach") and dysmenorrhoea ("dysmenorrhea (cramping);"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2008, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, rash, urinary tract disorder, bladder disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue and weight decreased outcome was unknown and the menorrhagia and vaginal haemorrhage had not resolved. The reporter considered abdominal pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: patient received treatment for events ¿abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, fallopian tube perforation, uterus perforation, pelvic pain per pfs: date of insertion: (B)(6) 2007; date of removal: (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: plaintiff fact sheet received. Events¿ vaginal bleeding and menorrhagia¿ outcome was updated to not recovered/not resolved. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('uterus perforation / migration of essure device location of device: sticking out of tube into uterus'), fallopian tube perforation ('fallopian tube perforation'), embedded device ('coils embedded within the myometrium'), device expulsion ('coils embedded within the myometrium') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included low back pain (low back pain), menometrorrhagia (irregular spotting), lumbar disc herniation (lumbar interverte8ral disc disorder), myelopathy (wi myelopathy) and leg pain. Previously administered products included for an unreported indication: mobic, topamax and percocet. Concomitant products included topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/chronic"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("rashes or skin conditions type: rashes on stomach"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse)") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (ablation, hysterectomy (full) with bilateral salpingectomy and hysterectomy (full) with bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, embedded device, device expulsion, abdominal pain, rash, urinary tract disorder, bladder disorder, tooth disorder, dyspareunia, fatigue, weight decreased and endometriosis outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: patient received treatment for events ¿abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, fallopian tube perforation, uterus perforation, pelvic pain per pfs: date of insertion: (B)(6) 2007; date of removal: (B)(6) 2016 discrepancy noted for essure insertion date - (B)(6) 2007 discrepancy noted for essure removal date- (B)(6) 2015, (B)(6) 2015, (B)(6) 2017, (B)(6) 2020, (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result: unable to perform the test - cervical os could not be visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: pfs &mr received: product code were change from 205 to 305, newly added events- endometriosis, embedded device, outcome of the previously reported event- genital bleeding, pelvic pain female, vaginal bleeding, menorrhagia, dysmenorrhea (cramping) were updated, onset date of previously reported events were updated, essure insertion date were updated, reporter was added, lab data was added, product indication was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), uterine perforation ('uterus perforation / migration of essure device location of device: and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), rash ("rashes or skin conditions type: rashes on stomach"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping);"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight decreased ("weight gain / loss specify which one: weight loss"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, rash, urinary tract disorder, bladder disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, tooth disorder, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: patient received treatment for events ¿abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, fallopian tube perforation, uterus perforation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal), rashes or skin conditions type: rashes on stomach, bladder or urinary problems or changes, dental problems, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight loss, did not undergo confirmation test. Reporter information, aka name were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration'), fallopian tube perforation ('fallopian tube perforation') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding),"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: patient received treatment for events ¿abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, fallopian tube perforation, uterus perforation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received- event injury updated to pelvic pain. New events abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, fallopian tube perforation, uterus perforation were added. Patient information, new reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.